Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a replace sensor message was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. Additionally during data investigation, an early sensor expiration was observed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.